Event description:
It was reported that there was a high blood glucose (bg) level detected, with the specific value being unknown but displayed as ¿high¿ on the cgm and blood glucose meter showed 21.5 mmol/l. The customer administered a correction bolus via pump to address the bg and proceeded with inspecting the site and tubing as instructed by technical support. Large air bubbles were found in the tubing, and the customer was advised to prime out the air to ensure proper insulin delivery. The customer understood the instructions, and it was agreed they would replace supplies as needed and resume insulin therapy.